Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to dissatisfaction with the appearance of the erection. The patient stated their penis was too short and not providing as much girth as desired. Upon inspection by the physician, it was determined that the pump was not functioning properly. The ipp was replaced with no patient complications to report.